Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the cardiac arrest is unknown. However the patient¿s multiple co-morbidities, in addition to cardiac conduction disorders could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Twenty days post tavr procedure, the patient passed away from ¿sudden cardiac death¿. No autopsy was performed. The patient underwent a transapical tavr, and postoperatively was transferred in stable condition to the intensive care unit. Post procedure he was 100% av paced. He was able to be extubated on postoperative day (pod) #1 and was transferred to telemetry. At that time the patient had a cardiac arrest. He was given one dose of epinephrine, was intubated and transferred to the unit with return of spontaneous circulation. A stat echocardiogram showed preserved lv function, and a pre-existing left and right bundle branch block. The patient also had a 5 beat run of ventricular tachycardia. He was closely monitored in intensive care unit and ep cardiology was consulted. On pod 2 the patient had asystolic syncope secondary to complete heart block, and after reviewing the risks, benefits and alternatives to treatment, the patient received a dual chamber pacemaker placement pod 3 the patient continued to progress. He was able to be transferred to the floor on pod 4. Chest tubes were removed at that time. He continued to make steady progress. Coumadin was restarted for his history of pulmonary embolism and deep vein thrombosis. The patient was doing well and was transferred to a rehab facility. A search by our inpatient registry found that the patient expired pod 20. No additional information was available regarding the patient.